Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the morning of the day of the call, she was on her way to work, when she experienced a pulsating pain in the area where her implant is located. The patient described the sensation as a stinging pulsing pain. The patient stated that when she got to work, it felt okay for a while but it comes back. The patient reported that she has felt the pulsating pain in all positions. The patient stated that she had also had pain on and off since implant. Patient services reviewed considerations to try turning down stimulation or turning stimulation off until she can talk with her healthcare provider (hcp). The patient stated that she knew how to make the adjustments and therefore did not need assistance. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the trial worked great, but the ins hasn't worked great for their symptom control; they have had a lack of therapeutic benefit. They got the device for urinary urgency and interstitial cystitis (ic) so the patient said they had other symptoms that went along with the ic. Patient also reported that they typically feel stimulation, but today, they noticed that they feel more "pulsations"; patient said it feels like it increased on its own and they felt a big difference in the stimulation sensation. The patient said it feels stronger. Patient confirmed they were feeling stimulation in the bike seat and that they had started out on 0.4v and had gradually been increasing; they are at 1.0v. Information about body positioning and how that can affect how stimulation is felt was reviewed, but the patient said the stimulation feeling wasn't due to positional movement; they said stimulation was tolerable. Therapy expectations (50% reduction in symptoms) was reviewed with the patient. It was also reviewed that the patient should follow up with their healthcare provider (hcp) if the problem does not resolved. No changes were made during call as the patient was feeling stimulation moderately and they were going to check with their hcp before changing the program. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.